Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged an intermittent power issue with a hole in the back of the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-may-2019 with the following findings: review of the black box data did not reveal any evidence of power on reset events. The returned battery cap was intact, without damage and able to fit securely to the pump to maintain electrical connection. The pump powered on normally and was exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint and the device was determined to be operating as intended without malfunction.